Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that prior to the call, the customer had a blood glucose level of 600 mg/dl. Blood glucose level at the time of the incident was 560 mg/dl. The caller stated that the high blood glucose levels may be due to antibiots taken for an ear infection. The insulin pump was not replaced or returned for analysis.